Manufacturer narrative:
Continuation of d10: product ID a51300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when they came home from the implant surgery, they had a horrible pain on the left cheek. The stimulator was implanted on the right side and the wire was implanted on the left. They had trouble sitting down and laying down for about a week. They kept thinking either the implant was not correct or something, but it was pretty painful. The patient had trouble getting into bed and trouble laying down. It just hurt to bend. The agent reviewed it was not uncommon for a patient to have pain after the surgery for a week or more. The agent redirected the patient to their healthcare provider (hcp). The patient also had hearing aids that would attach to their personal iphone, and every time they tried to listen to music through their hearing aids, it turned off the stimulator. The agent asked if they just didn't feel the stimulation, or if they actually connected to the stimulator with their handset and it said therapy was off. The caller said they just didn't feel the stimulation. The agent reviewed that they needed to check with their handset to confirm that the stimulation was actually turned off. If that was occurring they needed to follow up with hcp. The issue started about two months ago with the hearing aids. The patient also stated that on friday when they were at the doctor's office the lady that helped them couldn't connect to implant. The patient thought it was the clinician application they were in when the handset wouldn't connect. The doctor told the patient they had to call and get a new handset. The agent sent a handset request to repair for replacement. The patient said they had been having trouble connecting with handset ever since implant. They said it was so frustrating..